Manufacturer narrative:
Additional information: b5, d9, g3, h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during lap stomach tumor resection, inability to complete sealing and bleeding are observed. The device constantly gave the warning that the sealing has been completed, but sealing was not completed and the patient bleeds after cutting. The tissue was much not thick. The vessel was not fully transected using the first device, while vessel was fully transected on thesecond device. Bleeding observed directly from the seal. All vessels type bleed because the sealing did not work. No seal was completed. Another device used successfully.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no notable conditions. This device showed evidence of use. The knife cut of the device was tested on a silicone test strip with unacceptable results. The knife's edge was inspected under high magnification, however no damage was noted. This damage was consistent with the user attempting to cut on inadequate material like a metal. The device sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. It was reported that there was partial seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was an issue with knife blade. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during lap stomach tumor resection, inability to complete sealing and bleeding are observed. The device constantly gave the warning that the sealing has been completed, but sealing was not completed and the patient bleeds after cutting. The tissue was much not thick. The vessel was not fully transected. Bleeding observed directly from the seal. All vessels type bleed because the sealing did not work. No seal was completed. Device could not be cleaned thoroughly because it constantly bled the tissues during sealing. No blood transfusion required. Another device used successfully.

Manufacturer narrative:
D10 concomitant products: lf1923, jaw open lf1923 ligasure maryland 23cm (lot#32350293x); vlls10gen, vlls10gen ls series vessel sealing gen (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, inability to complete sealing and bleeding are observed. The device constantly gave the warning that the sealing has been completed, but sealing was not completed and the patient bleeds after cutting. The vessel was not fully transected using the first device, while vessel was fully transected on the second device. Bleeding observed directly from the seal.